Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b1, b5, b6, b7, d6b, h6. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection- (unknown onset-breast) , migration, and lymphadenopathy.

Event description:
Health professional later reported infection (unknown onset), migration, and lymphadenopathy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported rupture. This record is for the right side. Device remains implanted.

Event description:
Health professional reported right side rupture. It was later reported infection (unknown onset), migration, and lymphadenopathy. Additionally it was note patient had a fever for one month, pain under the breast, crease fold and hard breast. Patient was was treated with antibiotics. The device has been explanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events breast pain, crease folding of implant, fever, infection, lymphadenopathy, migration, rupture and visibility/palpability was received on april 29, 2025, with lot number 3533096. Based on the product analysis performed, the assessments of the complaint codes are: ¿ breast pain: unable to observe. ¿ crease folding of implant: observed creases on the device. ¿ fever: unable to observe. ¿ infection: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ migration: unable to observe. ¿ rupture: not observed ¿ visibility/palpability: unable to observe. As per the investigation procedure, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported rupture. Health professional later reported ¿fever for 1 month f/b antibiotics.¿, ¿in the medial right breast, an indentation is identified¿ and ¿a similar indentation is also identified in the posterior lateral aspect of the implant¿ ¿a similar indentation is also identified in the posterior lateral aspect of the implant, however, this likely represents a normal indentation with a small amount of fluid¿ a fluid-filled radial fold is identified along the superior aspect of the implant. A fluid-filled deep/radial fold is identified running from the superior to inferior aspect of the implant, predominantly along the posterior depth¿, ¿pain under bilateral breasts.¿, ¿breast hard¿, ¿a small amount of internal fluid is identified. In the deeper aspect of the fold, along the posterior aspect, there may be a small amount of internal silicone which demonstrates signal suppression¿, ¿in the inferior aspect of the right breast implant, external to the capsule, there is a small amount of stir signal abnormality measuring approximately 1.6 cm (series 9, image 12) which could represent a small amount of extracapsular silicone. There may also be a small amount of extracapsular silicone noted posterior to the implant measuring 8 mm ¿, ¿ there is fluid identified along the inferior aspect of the right breast tracking into the chest wall,¿, ¿nonspecific fluid is identified along the inferior aspect of the right breast implant. Some of this is suspicious for silicone and is suggestive of extracapsular rupture¿, ¿a few benign-appearing axillary lymph nodes are identified bilaterally which may be reactive. There is a mass or lymph node identified in the upper outer aspect of the right breast measuring approximately 1.4 cm near the implant. An additional lymph node identified in the right axilla demonstrates borderline cortical thickening measuring up to 5 mm¿, and ¿per chart review, patient recently had infection and was treated with antibiotics¿ via MRI report. Later, healthcare professional reported "bilateral implants were in original pockets" and "both implant capsules were intact". This record is for the right side. Device was explanted.